Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Customer reported blood glucose level went "high". Reportedly, customer changed pump supplies to resolve issue. Customer declined to perform further troubleshooting with tandem technical support.